Event description:
The patient had cuffpatch implanted during rotator cuff surgery in 2002. In 2003, the patient presented with redness and swelling that progressed to drainage. The patient returned to the or for I/d 2 days later. There was pus in subacromial, subdeltoid, subcutanteous and glenohumeral spaces. The condition of the cuffpatch was described as disintegrated.